Event description:
It was reported that pump had a cracked and shattered corner. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.